Event description:
A distributor reported that a customer's pump had an unresponsive touchscreen issue. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.